Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that the device could not be turned on as long as the drawer 3.1 auxiliary was plugged in. The customer had unplugged the entire auxiliary drawer 3. The fse replaced the control board for the drawer 3.1 auxiliary. After the replacement, no errors or failures could be recreated in either the main application or the test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station pmfh-9cfn had black screen and failed to turn on. Customer had removed and all the drawers were unplugged to identify the problem and the device turned on until aux drawer 3, then shut off again. The device was turned on but was stuck on the carefusion screen and unable to login. When the device was restarted, a single popping sound came from the drawerthe customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.